Event description:
Child was seated in wheelchair with all safety devices secured. Feet came out of safety devices and pt found with chest strap under chin. Autopsy report stated cause of death due to positional asphyxia.